Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified vessel. A 4.0-4/4t/90 symmetry balloon catheter was advanced for pre-dilation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another 4.0-4/4t/90 symmetry balloon catheter. No patient complications were reported.